Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be misaligned. The stapler was returned with 22 staples remaining in the cover block, indicating that at least 13 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. Upon functional testing, the first fire attempt resulted in one staple firing backwards and five unformed staples fell out of the stapler. Functional testing was not continued due to the severe misalignment of the staples. The stapler was disassembled, three additional unformed staples fell out of the device during disassembly. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. The pusher appeared misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The reported complaint of misfire/jamming staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Upon functional testing, the first fire attempt resulted in one staple firing backwards and five unformed staples fell out of the stapler. Functional testing was not continued due to the severe misalignment of the staples. The stapler was disassembled, three additional unformed staples fell out of the device during disassembly. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "misfire/jamming. Staples not firing. No adverse reaction occurred in a patient." The user changed to a new set. The patient's current condition is reported as "fine".

Event description:
It was reported that "misfire/jamming. Staples not firing. No adverse reaction occurred in a patient." The user changed to a new set. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).